Manufacturer narrative:
Initial and final (B)(4) - device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that he experienced infusion set cannula was the inducer was getting stuck in his body within 3 hours of insertion at abdomen on (B)(6) 2024, which cause the patient blood glucose levels was elevated to high. The patient also reported that he was hospitalized, and he had ketones which were dangerous/life threatening. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-32986. Correction: this MDR is being submitted to correct the submitted model number, serial number and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6007121 in question was manufactured at the reynosa site. The reference samples for the lot 6007121 have already been previously tested for visual inspection and tested for flow in the database complaint 1969281 on 30/jan/2025. All test results were found within specifications as per the test report database complaint (B )(4) test report. Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 1 on reference samples, 10/ 10 samples passed the test. Device history record (DHR) review: the lot 6007121 was manufactured according to the wi version 114 manufactured in the line inset 3,l174, on 13/may/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 13/aug/2025 against malfunction code introducer needle is difficult or unable to be removed from infusion site and lot 6007121 and no other complaints have been registered in database for the same lot 6007121 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to needle guard issues, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.